Event description:
The customer was hospitalized with high blood sugars during a visit to blg bear. A couple hours after being released from the hospital the customer's blood sugars began to elevate again. They changed the set a couple of times without success. Then they took a manual injection with the same insulin and blood sugars were ok. Later after arriving home the pump functioned fine. Family member questioned whether or not the elevation was a factor. Explained the higher elevations can cause air bubbles in the tubing which can result in elevated blood sugars. Recommended degassing insulin vial before drawing insulin.